Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a visible vapor was found in two novartis pharma - lucentis livi 0.5mg/0.05ml batch se598 - 30g bd¿ needle 1/2 in. Single use, sterile before use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: visual examination reveal some white on the shield wall. Without affected sample is difficult to confirm, however it looks like a core refrigeration issue, a cosmetic issue which comes from molding phase. Retain sample evaluation: a sterility test in the product of retained samples were conducted in order to confirm that the sterility assurance is achieved in this batch. The sterility test has concluded with satisfactory results for all samples tested (20 samples in tsb and 20 samples in ftm). For this particular batch, our investigation has determined that the sterilization process and microbiological tests had satisfactory results and no issues have been found related to its sterilization process. In addition, several samples were stored in the same conditions as customers states (6-7ºc) and no condensation or vapor was observed. Lot number / product family history: complaint trending review of this lot and product family for this issue reveals no more complaints. Investigation conclusion: DHR/bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Needles were packed in machine nº2103 (may 23-24th, 2016) during which 22 visual inspections of 100 units each were carried out with zero defects noted. Needles (#6137316) were assembled in machine nº4412 (may 19-21st, 2016) during which 49 visual inspections of 25 units each were carried out with 1 qn (#8107) reached related to damaged hub which. Research has not found any issue in injected shield batches #6137357 (may 17-24th, 2016) machine nº3542 during which 36 visual inspections were performed with zero defects noted. Related to sterilization process, we have reviewed our batch history records confirming that all the routine sterilization process and microbiology tests were carried out normally. No quality notifications were issued during the sterilization of the batch. The sterilization parameters were in compliance with the validated process and biological indicators sterility test was satisfactory passed for all external process challenge devices (pcds) which were used to monitor the load. Each pcd contained a biological indicator which is a paper strip impregnated with bacillus atrophaeus of 106 spores per strip and all of them were killed during the sterilization process. In addition, a bacterial endotoxin test was performed in the batch which was also found in compliance to specifications." Bd was not able to duplicate or confirm the customer's indicated failure mode. Complaint is about a contamination on needle; upon examined returned sample's picture, it was not confirmed: it seems to be a molding defect which is a cosmetic issue. Root cause description: for the sterilization process, our investigation has determined that it was properly validated to meet all applicable recognized international and industry standards and no issues regarding the actual sterilization process associated to this particular batch were found. Therefore, this complaint is not confirmed as a sterility issue. Also, handling or storing conditions after manufacturing could be discarded as a root cause since we were not able to duplicate your failure modes. Although DHR show no abnormalities during needles manufacturing process and based on returned picture of affected samples, it seems to be a core refrigeration issue which consist on a cosmetic issue (no a foreign matter) with no risk to the health neither affect the functionality of the device and needle could be use as is. Core refrigeration issue take place during molding shield phase and is due to clogged capillary tube in molding machines in which shield are not properly cooler down." Rationale: based on an evaluation of severity and occurrence, and since defect was not confirmed, it was determined that no corrective action is required at this time.